Event description:
I am writing to you as a patient implanted with the heartmate 3 lvad manufactured by abbott. I am facing a serious, unresolved technical failure with the device that has been ongoing for over 16 months, and abbott and its representatives have continuously failed to respond or provide a solution. Device details: product: heartmate 3, ref: (B)(4), serial number: (B)(6). Location: tehran, iran. The device has been constantly giving alarm signals day and night, severely affecting my quality of life and putting me in danger. The loud alarms do not stop even during sleep, and recently I nearly died during the night because I couldn't hear the battery depletion alarm¿my spouse saved my life by hearing it. I have made multiple attempts to resolve this issue: contacted abbott¿s official representative in the (B)(6), mr. (B)(6) ¿ no response. Contacted physicians and surgical team at (B)(6) hospital in (B)(6) ¿ no solution after 16 months. Emailed abbott corporate ¿ no reaction. Sent video and photographic evidence, and highlighted concerns including mismatched serial numbers on the device and packaging ¿ completely ignored. This is not just a technical error ¿ this is a threat to my life. I have been suffering every single day for over a year, and all efforts to receive support or action have been met with silence. Therefore, I am now formally submitting this complaint to your organization in the hope of receiving help before it is too late. I am attaching a short video (1 min 38 sec) that shows only a small glimpse of my suffering, and I have more evidence available. Please investigate this matter urgently. Abbott¿s indifference to a life-threatening failure in one of their critical medical devices is unacceptable and unethical.

Event description:
Additional information received from the reporter for a report # mw5170752 on 5/292025. The device has been recalled by FDA: https://www.cbsnews.com/news/FDA-announces-recall-heart-pumps-heartmate-deaths-injuries/ advanced and severe heart failure with lvad heartmate iii implanted in my chest which the device makes nonstoppable noise several time during day and night.